Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that after implant surgery the handset was acting crazy/acting up and was physically shocking them. The stated the handset was doing something to the battery. The shocking didn't stop until they switched to the old patient programmer. They mentioned they had been using the programmer since and didn't ever want to go back to the handset. No further complications were reported or anticipated.